Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Patient was initially implanted with an afx bifurcated and suprarenal device in 2012. Recently, on (B)(6) 2018 the patient underwent a secondary procedure to place a non-endologix device to successfully resolve an endoleak type iiia and component separation. The patient was reported to be doing well.